Event description:
It was reported that the patient was under remote monitoring via merlin.net. Device transmissions indicated that the left ventricular (lv) lead exhibited elevated pacing impedance and increased capture thresholds, resulting in loss of capture. Programming changes were subsequently performed.